Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly and spi to motor pic communication error alarm. Customer's blood glucose at time of incident was 20mmol/l. The customer advised she tried to rewind 3 times but after it stops again. The customer also reported via phone call the pump alarm twice (a39). The customer was advised pump will be replaced.

Manufacturer narrative:
No rewind anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no unexpected communication error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.